Event description:
Opened pt up because of the broken plate. Broken plate was discovered during a CT or MRI scan. Plate was removed successfully. The original surgery was done by ent, and plastics got involved, and removed the plate because the original bone graft failed. (B)(4) is investigating the case and the rep requested the plate when they are done in order to send in.

Manufacturer narrative:
Actual device not evaluated because the device is not available to stryker at this time. Evaluation will be conducted and reported in the follow up.